Manufacturer narrative:
The reported issue was addressed with phone support. An isi field service engineer (fse) followed up with the customer who informed there had been no further issues with camera rotation. No site visit was conducted. The system was working properly and no additional action was required.

Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the customer installed an instrument and when it was brought into view, the vision rotated randomly and the master tool manipulator (mtm) moved on its own. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon was able to re-adjust the view by rotating via the mtm. The tse was unable to view the system event logs. The tse asked if the customer was using a 30-degree endoscope, and it was confirmed they were. The tse asked if someone might have changed the endoscope orientation; but the customer did not believe that occurred. After, the tse asked if they were re-installing the endoscope when the issue occurred and the customer stated no. The tse advised that the surgeon should always be in control of the mtm¿s when head is in the console viewer as this would prevent instruments from moving on their own. It was recommended the customer remove and re-install the endoscope for any reason to press the clutch button to cancel the guided tool change as if the original position is different the camera would rotate on its own. The procedure was completed with no reported injury.